Event description:
It was reported that bd nexiva¿ closed IV catheter system 24 ga 0.75 in (dual port w/cap) contained foreign matter. The following information was provided by the initial reporter: "before the puncturing, the nurse routinely opened the package, removed the needle guard cap, and she found hair-like floccule at the end of catheter tube , and then the nurse had reported this to the head nurse. The nurse replaced the indwelling needle and did the re-operation. The head nurse and the operating nurse observed the end of the indwelling needle and catheter afterwards. They didn¿t buckle the needle cap and activated the safety device at the same time. The floccule did not disappear. The flocculent was attached to the outer wall of the catheter tube and it could be removed".

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one catheter adapter assembly, without the needle and tip shield, inside of an opened package and three photos. Upon inspection of the returned unit and photos, it was observed that a hair was present on the catheter tubing confirming the reported issue. Although the reported issue was confirmed, it could not be determined if the foreign matter resulted from the manufacturing of the device or from the user environment since the device had been opened. DHR was performed. One related qn was found: qn # (B)(4) for missed inspection.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd nexiva closed IV catheter system 24 ga 0.75 in (dual port w/cap) contained foreign matter. The following information was provided by the initial reporter: "before the puncturing, the nurse routinely opened the package, removed the needle guard cap, and she found hair-like floccule at the end of catheter tube , and then the nurse had reported this to the head nurse. The nurse replaced the indwelling needle and did the re-operation. The head nurse and the operating nurse observed the end of the indwelling needle and catheter afterwards. They didn¿t buckle the needle cap and activated the safety device at the same time. The floccule did not disappear. The flocculent was attached to the outer wall of the catheter tube and it could be removed".